Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure, the customer used the endowrist one vessel sealer instrument for cutting ligament of ureter dissection, parametrium. When he used it, some tissues couldn't be coagulated and the surgeon should try to coagulate tissues 2-3 times for cutting. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the initial reporter at the hospital and obtained additional information regarding the reported event. She reported the da vinci system did not experience an error message for insufficient sealing however the system did generate audible beeps indicating the seal was complete but the surgeon felt the tissues were not cut well. It was reported no tissue effect was observed.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. No issues were found with sealing or cutting functions when placed on an in house system. No conductor wire or snake wrist damage was found. An additional observation not reported were various scratch marks at the distal end of the instrument main tube. The scratch marks were 2.4 - 2.7 in length and aligned with the tube axis. Material was missing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; insufficient sealing and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.